Event description:
Drug/diluent: vancomycin. Fill volume: 250ml. Flow rate: unk. Procedure: antibiotic therapy. Cathplace: unk. Fast flow. Pumps should have flowed for 1.5 hours and ran only 1.0 hours. Pt contact: yes. Adverse event: no. Medical intervention: no.

Manufacturer narrative:
Method: sample is not available for eval. Results: without the actual product, an analysis cannot be conducted. Conclusion: if add'l info patient to this event becomes available, I-flow will submit a follow-up report.